Event description:
Female pt weighing (B)(6) was ambulating utilizing a bariatric walker approved for 500 pounds. The walker broke causing the pt to fall. The pt had no injuries. The device was removed from service.